Event description:
The dealer alleges the irc5po2v concentrator is loud and grinding. The dealer also stated the unit is alarming with 2 green and 1 red light. The dealer stated the sieve bed is blown.